Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29 september 2021. [Additional information]: the healthcare professional reported that the 90-year-old patient underwent endovascular mechanical thrombectomy of a left middle cerebral artery (mca) (m1 horizontal) occlusion with associated ischemic stroke and experienced an iatrogenic carotid-cavernous fistula (ccf) during the procedure secondary to damage to the internal carotid artery (ica). The patient was followed-up thereafter, and it was reported that this event did not lead to a serious condition. It was reported that the patient¿s blood vessels were tortuous and stenotic. During the procedure, the physician attempted to advance a react¿ 71 catheter (medtronic) to the occlusion site, but the carotid siphon was so bent that it was only able to be raised to the c5 segment (clinoid) of the ica. The physician then attempted to advance a microcatheter (size / bran not specified) to the target site and was able to cross the lesion. A 5mm x 33mm embotrap ii revascularization device (et009533 / 19m037av) was deployed. While retracting the embotrap ii device, the ica was damaged resulting in the reported ccf. Part of the target thrombus was removed and the final thrombolysis in cerebral infarction (tici) score was 2a. The physician stated the following: ¿rather than saying that the complaint et ii was bad, he had a view that it might have been off-label of this procedure due to the patient's age and severe vascular tortuosity.¿ on 29 september 2021, additional information was received. The information indicated that multiple attempts were made to request information related to the patient status, but the information could not be obtained. There was no evidence of thromboembolism. There was no observed on the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. E.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that the (B)(6) patient underwent endovascular mechanical thrombectomy of a left middle cerebral artery (mca) (m1 horizontal) occlusion with associated ischemic stroke and experienced an iatrogenic carotid-cavernous fistula (ccf) during the procedure secondary to damage to the internal carotid artery (ica). The patient was followed-up thereafter, and it was reported that this event did not lead to a serious condition. It was reported that the patient¿s blood vessels were tortuous and stenotic. During the procedure, the physician attempted to advance a react¿ 71 catheter (medtronic) to the occlusion site, but the carotid siphon was so bent that it was only able to be raised to the c5 segment (clinoid) of the ica. The physician then attempted to advance a microcatheter (size / bran not specified) to the target site and was able to cross the lesion. A 5mm x 33mm embotrap ii revascularization device (et009533 / 19m037av) was deployed. While retracting the embotrap ii device, the ica was damaged resulting in the reported ccf. Part of the target thrombus was removed and the final thrombolysis in cerebral infarction (tici) score was 2a. The physician stated the following: ¿rather than saying that the complaint et ii was bad, he had a view that it might have been off-label of this procedure due to the patient's age and severe vascular tortuosity.¿ based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (19m037av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vascular injury is a known potential procedural complication associated with the use of the embotrap ii in endovascular mechanical thrombectomy. The embotrap ii instructions for use (IFU) warns against use in cases of excessive vessel tortuosity, as this condition may prevent device from being properly delivered. With the amount of information available and without procedural films, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors including vessel characteristics (i.e., severe tortuosity), device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. Since the relationship of the device to the reported iatrogenic injury of the left cavernous ica with resulting ccf cannot be disassociated, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6) patient underwent endovascular mechanical thrombectomy of a left middle cerebral artery (mca) (m1 horizontal) occlusion with associated ischemic stroke and experienced an iatrogenic carotid-cavernous fistula (ccf) during the procedure secondary to damage to the internal carotid artery (ica). The patient was followed-up thereafter, and it was reported that this event did not lead to a serious condition. It was reported that the patient¿s blood vessels were tortuous and stenotic. During the procedure, the physician attempted to advance a react¿ 71 catheter (medtronic) to the occlusion site, but the carotid siphon was so bent that it was only able to be raised to the c5 segment (clinoid) of the ica. The physician then attempted to advance a microcatheter (size / bran not specified) to the target site and was able to cross the lesion. A 5mm x 33mm embotrap ii revascularization device (et009533 / 19m037av) was deployed. While retracting the embotrap ii device, the ica was damaged resulting in the reported ccf. Part of the target thrombus was removed and the final thrombolysis in cerebral infarction (tici) score was 2a. The physician stated the following: ¿rather than saying that the complaint et ii was bad, he had a view that it might have been off-label of this procedure due to the patient's age and severe vascular tortuosity.¿